Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range alert occurred on (B)(6) 2020. Review of the pump date could not confirm any alerts on (B)(6) 2020 or (B)(6) 2020, however it was reported that the customer moved the transmitter and pump within range and the connection was regained. There was no reported adverse effect to the customer's blood glucose level. Customer continued to use pump for insulin therapy.